Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; and disassembling, inspecting and cleaning the kit and tubing. A replacement pump was sent to the customer. Follow up with the customer is ongoing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump was not suctioning properly and she could hear air escaping from the port plug. The customer additionally alleged that she had two clogged ducts and was diagnosed with mastitis on (B)(6) 2017, for which she was prescribed an antibiotic.

Manufacturer narrative:
The device returned device was received on 01/17/2018 was evaluated on 01/17/2018 with the customer's parts/accessories and it passed all suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].